Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the physician wanted to deflate a balloon (non-specified), it was not possible to decrease pressure with the indeflator, as the white plunger handle separated from the device and could not be retracted. A new indeflator was used to complete the deflation successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A search of the lot history record indicated no related non-conformance records for this specific lot. However, based on an expanded related record review and investigation, a product issue related to indeflator handle breakage was identified. Further assessment of this issue was performed, per site operating procedures, and corrective/preventive actions have been put into place to prevent further recurrence of this issue.